Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that five days post implant of this bioprosthetic aortic valve, this patient expired. No cause of death and no device involvement in the death was reported.

Manufacturer narrative:
Conclusion: a review of the device history record (DHR) for this valve, there were no non-conformances identified in manufacturing that could be impacted this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.